Event description:
One discrepant calcium result. Initial result 9.0 mg/dl, repeated 10.0, 10.1, 9.9, 9.1, 9.0, 9.1, 9.0, 8.9 and 8.9 mg/dl. Final repeat result was reported. Patient was not adversely affected. Field service representative was unable to duplicate the issue. Performance tests were performed which were within specification.